Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2109706. Medical device expiration date: 2026-08-31. Device manufacture date: 2021-09-27. Medical device lot #: 2108024. Medical device expiration date: 2026-07-31. Device manufacture date: 2021-08-13. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd plastipak¿ 50ml concentric luer lock syringes experienced device damage while still considered operable, and leakage. The following information was provided by the initial reporter: the body of the syringe shows two dents located between the 30 and 40ml graduations (as if the syringe had been pinched). This deformation causes the plunger not to seal when it passes the bumps. Molding defect of the syringe body, leading to a lack of tightness of the plunger and a leak of the product towards the outside of the syringe. Repetitive problem on several different batches. Defect detected by the nurse before administration of the medication. No consequences for the patient.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2109706. Medical device expiration date: 2026-08-31. Device manufacture date: 2021-09-27. Medical device lot #: 2108024. Medical device expiration date: 2026-07-31. Device manufacture date: 2021-08-13. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd plastipak¿ 50ml concentric luer lock syringes experienced device damage while still considered operable, and leakage. The following information was provided by the initial reporter: the body of the syringe shows two dents located between the 30 and 40ml graduations (as if the syringe had been pinched). This deformation causes the plunger not to seal when it passes the bumps. Molding defect of the syringe body, leading to a lack of tightness of the plunger and a leak of the product towards the outside of the syringe. Repetitive problem on several different batches. Defect detected by the nurse before administration of the medication. No consequences for the patient.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 2/4/2022. H.6. Investigation: three samples along with one photo was provided to our quality team for investigation. Through visual inspection, the syringes were observed to be dented between the 30ml and 40ml markings, preventing proper sealing of the stopper when moved across this point which would result in a leakage. A device history review was performed for the reported lots 2109706 and 2108024, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. The areas where pieces move within the manufacturing equipment are protected to avoid damage on the product. While we could not identify a direct issue, it was determined the damage was likely caused as a result of the product jamming within the manufacturing equipment.

Event description:
It was reported that 2 bd plastipak¿ 50ml concentric luer lock syringes experienced device damage while still considered operable, and leakage. The following information was provided by the initial reporter: the body of the syringe shows two dents located between the 30 and 40ml graduations (as if the syringe had been pinched). This deformation causes the plunger not to seal when it passes the bumps. Molding defect of the syringe body, leading to a lack of tightness of the plunger and a leak of the product towards the outside of the syringe. Repetitive problem on several different batches. Defect detected by the nurse before administration of the medication. No consequences for the patient.